Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. Inspection of the fluid path found no issues with fluid flowing through the complete fluid path though the soft cannula was kinked. It could not be determined when this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Small cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the hips/buttocks. For treatment, the parent changed out the pod and gave a correction bolus of 4 units of insulin.